Manufacturer narrative:
E1: patient city:(B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2025. The blood glucose level of the patient was 848 mg/dl which was treated with pump and the patient tested positive for ketones. Therefore, the patient was hospitalized on (B)(6) 2025 for greater than twenty-four hours due to diabetic ketoacidosis. The symptoms of the patient during hospitalization were confusion, feeling sick, unwell, flu like, extremity pain, cramps, increased thirst. Further, the patient was transferred to the intensive care unit for two days. During hospitalization, the patient was treated with intravenous insulin. Currently, the blood glucose level of the patient was 187 mg/dl. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: b3: date of event h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6006152 in question was manufactured at the reynosa site. Complaint investigation results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6006152 was manufactured according to the work instruction (wi) version 17 packaging in the multivac 10, on 19/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 13-may-2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage (elevated blood glucose level and symptoms e.g., moderate to large ketones, nausea, vomiting, abdominal pain, confusion) and lot 6004109 with no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.